Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, weight, bmi at the time of index procedure. Were any concomitant procedures performed? Please provide the onset date/time of discomfort from the initial procedure. What other symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? Please provide the date and surgical findings of the reoperation performed. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a rectopexy procedure in 2013 and hernia mesh was possibly used. The patient experienced discomfort from the used mesh. After the initial procedure, the patient was re-operated. This wasn't successful and therefore the patient went to the us to remove the initial mesh. During or after this period the patient also received a tvt. Additional information was requested.